Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys, expiration date: 14-jan-2021, serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No, mfg date: 27-aug-2019, patient code(s): (B)(4), device code(s): (B)(4), FDA method code(s): 4117, FDA results code(s): 3221, FDA conclusion code(s): 4315. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) deployed prematurely during contrast injection. The device was recaptured and implanted. The leadless ipg remains in use. No patient complications have been reported as a result of this event.